Event description:
It was reported that during a right hemicolectomy the ntlc did not fire. The nurse said the cartridge looked like there were no staples in it. This was the first firing. There were a few loose staples fully and tightly formed but no drivers obvious the surgery was delayed 5 minutes. The procedure was successfully completed. New stapler opened., there were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent 8/27/2025. D4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: were there staples in the reload prior to firing? When the device fired, were there no staples deployed? Please provide more details for "there were a few loose staples fully and tightly formed"? Were any staples delivered into the tissue at all? What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? Did the device cut the tissue? If the device cut, was the cut line complete? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 9/2/2025. Corrected data: b1. Additional information was requested, and the following was obtained: 1. Were there staples in the reload prior to firing? Unknown. 2. When the device fired, were there no staples deployed? It didn¿t fire; it jammed. 3. Please provide more details for "there were a few loose staples fully and tightly formed"? The staples noted and returned came from the stapler, it was the first load in the stapler. 4. Were any staples delivered into the tissue at all? No, it jammed. 5. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? None in the tissue. 6. Were there staples missing from the staple line (staples not present/visible on any portion of the staple line)? The stapler did not appear to fire, it jammed. 7. Did the device cut the tissue? No. 8. If the device cut, was the cut line complete? Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event and is being considered not reportable.